Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few days after implant, there was a suspected perforation caused by the pacing lead. The physician was unable to reposition the lead due to the helix not working properly. The lead was explanted and replaced. No patient complications have been reported as a result of this event.